Event description:
We have had three spinals with good four-quadrant csf flow at start and end of injection that did not obtain adequate anesthesia for incision. One of these incidents occurred 6/16/2026. The other two occurred at the end of may. Pt: 4580. Device: 1631. Ref: mw5189792, mw5189793. This report captures braun pencan spinal needle tray #1.